Manufacturer narrative:
(B)(4). Evaluation results and conclusion: pt's condition affected effectiveness of device (infrarenal and suprarenal aortic neck angulations, 90 degrees and also the short proximal aortic neck length).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a fusiform 6.45 cm abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the proximal aortic neck has a diameter of 20-22 mm and a length of 15.4 mm. The suprarenal neck angulation is 30 degrees, and the infrarenal neck angulation is 60 degrees. There are two accessory renal arteries on both the left and right sides. The right common iliac is 9.2 mm in diameter, and the left common iliac is 18 mm in diameter. Iliacs are mildly calcified and moderately tortuous. It was reported that during the deployment of the endurant bifurcated stent graft; when releasing the suprarenal stent struts and then torquing the delivery system, two of the suprarenal stent struts (side by side) were interlocked together. The suprarenal stent struts did fully release from the spindle but caught each other when advancing and retracting the device in the angulated aortic neck. Attempts to release the entangled stents with a balloon and snare were unsuccessful. The final angiogram run showed no proximal endoleak, and the physician was okay to leave the entanglement as is, due to the length of the procedure, the infrarenal and suprarenal aortic neck angulations and also the short proximal aortic neck length. No clinical sequelae were reported, and the pt is fine. Films were received and their eval was completed by an internal review committee. The films showed an endoleak several stent rings below the renal arteries in an area of the tapered stent graft. Type of endoleak several stent rings below the renal arteries in an area of the tapered stent graft. Type of endoleak could not be determined.